Manufacturer narrative:
Analysis of the implantable neurostimulator found no anomaly.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
A health care provider (hcp) reported via a manufacturing representative that the implantable neurostimulator (ins) was deficient and correct impedances were not able to be obtained during implant. Impedances of the lead were measured to be correct. Impedances were measured several times with the ins, but they were not correct. The ins was replaced and the issue was resolved. The patient was alive with no injury at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.